Manufacturer narrative:
The fault is and has in all cases been due to incorrect handling. The frequency is very low for this type of fault. This incidence is not expected to occur with greater frequency or severity than usual for this device.

Event description:
Needle broke inside abdomen during injection; abdomen hurts [medical device complication] abdomen hurts [abdominal discomfort]. Case description: a man, who was introduced to novofine 30 (disposable needle) in 2003 when he initiated insulin therapy for type 2 diabetes mellitus, reported that the tip of one of the needles broke off into his abdomen during an insulin injection in 2004. The man stated that the broken needle had been used for a previous injection. He also stated that his injection technique was different for the injection when the needle broke in that he used one hand to administer the injection straight into his abdomen instead of two hands (one hand to inject the insulin and the other to hold the stomach muscle). After the event occurred the man was seen by his physician. The physician made a small incision in the man's abdomen and examined the site using tweezers, but was unable to see or locate the tip of the needle. The man was then referred to the local hospital where three to four x-rays were performed. After review of all the x-rays, the physician stated that there was no needle tip found inside the man's abdomen. The man stated that he brought an extra unused novofine needle with him to the hospital and had a health care professional test the x-ray machine to see if the unused needle was visible on film, which it was. The man also reported that his abdomen is hurting. The man takes three insulin injections per day and stated that he is familiar with the use of the product and that he never experienced any problems prior to this event. The needle hub is available for examination, but has not yet been received. Reportedly, the man recovered from the event on the same day. Analysis result: product: novofine 30; lot no.: 02l20r; batch history from final qc-release examined. Patient needles tested for penetration forces and siliconization. Needles tested for resistance to breakage. During testing, it has not been possible to detect any irregularities on a reference sample from the batch in question. Nothing abnormal was found with the reference sample. Comment: company comment: novofine needles are intended for single-use only.